Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy0674 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (judy0674) have been reported from the same facility in (B)(6). Device not returned for evaluation

Event description:
It was reported that clip to secure line is not well pasted on adhesive sticker. Adhesive sticker is pasted on patient.